Event description:
It was reported that the patient's ipg had stopped communicating with external devices on an unknown date. A manufacturer representative met with the patient and confirmed the ipg to be inoperable. The patient denied any unrelated surgeries, however they did have issues during an MRI scan (related manufacturer reference number 3006705815-2022-13734) over a year ago, however the ipg was functioning post-procedure. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The event of no ipg communication was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.